Manufacturer narrative:
B1 adverse event was was inadvertently omitted on the initial manufacturer device report. B5 event description was erroneously entered on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. H1 was erroneously selected on the initial manufacturer device report. H6 health effect - impact code f26 medical device problem code a1801, health effect - clinical code e2403 were erroneously entered on the initial manufacturer device report.

Event description:
The us complainant reported a patient placed on impella cp support to correct shunt placement and potentially bridge to surgical repair. The impella was placed per the instructions for use in the right femoral artery and turned on to p7. The patient was hypertensive on arrival to the ICU, and the pump position was confirmed. The patent had high partial thromboplastin time( ptt), activated clotting time (act), and bleeding noted. Protamine was reversed and heparin was started. The patient had recurrent suction alarms, despite support being at p2. Position of pump confirmed on echocardiogram, confirmed to have no kinks, thrombus, or biomaterial. The pump had an impella in aorta alarms, despite confirming proper placement. Blood volume was given, introducer flushed, and pump was repositioned, but the pump flow issue was not resolved. A clot was suspected in the inflow. Suction alarms reported were possibly due to ventricular tachycardia (vt) issues, which resolved with medication. Found to have been put on double concentrated dobutamine and suspected to be the cause of the arrhythmia. Hemoglobin dropped so heparin was stopped and the patient was taken for CT, finding bladder perforation. Stroke code was also called after change in neurological status. The patient was escalated to impella 5.5 support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient taken to the catheter lab for escalation from an impella cp to an impella 5.5. The physician was having difficulty passing through vasculature, and requested the staff grab and open an impella cp. After the new impella cp was handed to the physician, they were able to pass and place the impella 5.5. The customer account did not want to keep the unused impella cp as the packaging was soiled and contaminated with blood from the pump handoff.